Manufacturer narrative:
According to the customer, "the syringe was unraveling in the sample. This happened during setup before the procedure started. Believed that it was a syringe issue". In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, "the syringe was unraveling in the sample. This happened during setup before the procedure started."